Event description:
Allegedly, during a transurethral resection of the prostate procedure, the ball portion of the electrode broke off inside the pt. The doctor was unable to locate the missing piece in the bladder. Procedure was completed. The electrode was thrown away. While pt was in recovery, an x-ray was performed and the ball portion of electrode was found inside the bladder. The pt was discharged following the turp procedure. Pt returned on (B)(6) 2011 and a cystoscopy was performed, during which the missing ball piece was retrieved from pt. A subsequent x-ray confirmed no residual foreign body.